Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). Results of investigation: the carefusion failure analysis laboratory received the suspect gas delivery engine (gde) for investigation. The investigation did not duplicate the customer event however alarm conditions and device behavior has been identified with a component within the gde associated with a supplier corrective action request. This issue will be internally investigated within carefusion.

Event description:
The customer reported during service testing on this avea ventilator the ventilator autocycle on a test lung. The customer reported no patient involvement.